Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 450mg/dl. Customer current blood glucose was 303mg/dl .the customer had no any symptoms. Customer also stated that the drive support cap was normal and no leaks was found. Troubleshooting was performed for under delivering . The product was not returned for analysis.